Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. Two days later, the patient was hospitalized for peritonitis. On an unreported date, the patient began treatment with an injection of fortum 1 gram, in 3rd bag only (frequency not reported) for peritonitis. At the time of this report, the outcome of peritonitis was unknown. The action taken with dianeal therapy was not reported. Additional information was not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).